Manufacturer narrative:
Complainant name: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 3.50 x 12 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent struts were lifted. The procedure was completed with a 35x12mm non-bsc stent. No patient complications were reported.